Event description:
A bipap a40 ventilator was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. During device evaluation, ventilator inoperative codes e-46 and e-47 were noted in the event log indicating the central processing unit cannot communicate with the flow sensor using i2c bus and cannot communicate with the pressure sensor using serial peripheral interface (spi) bus. The device main printed circuit board assembly was replaced to address the issue. The unit was checked, cleaned and functionally tested. Additional findings not related to the malfunction/issue: the blower and outlet flow path were replaced as regulated by maintenance procedure to prevent failure. The device will be included in the fsn 2023-cc-src-039.